Event description:
Customer reporting discordant sars result. Customer states they tested each nostril separately and received a positive sars result for the right nostril and a negative sars result for the left nostril (off label usage). No confirmation testing was performed and symptomatic status is unknown.

Manufacturer narrative:
Investigation conclusion:a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.